Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls and calibrations were acceptable at the time of the event. A siemens headquarters support center (hsc) specialist reviewed the data. The initial reaction curve indicated that no or little sample was added. The repeat testing reaction curve indicated that a normal curve for the result was obtained. The hsc specialist concluded that the event was isolated to sample ID (B)(6). The cause of the discordant, falsely low ecre_2 result on one patient sample is unknown as the sample resulted as expected after re-centrifugation and repeat testing on the same instrument. This instrument is performing according to specifications. No further evaluation is required.

Event description:
A discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and on an alternate advia chemistry instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecre_2 result.